Event description:
It was reported that a malfunction alarm occurred. The impact on blood glucose level was unknown. Technical support provided the customer with pump reset instructions. The customer was advised to call if the issue was not resolved or occurs again.